Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eol (end of life indication) 7 months ago (after being implanted for 17.8 months). It was reported that there were 673 episodes recorded in the device history (619 non-sustained ventricular tachycardias, nsvts; 28 ventricular fibrillation, vf: 2 shocks and 23 diverts; 26 ventricular tachycardia, vt: 16 anti-tachycardia pacing, 1 accel; mostly sensed more than paced events). There was expressed concern that this device is exhibiting premature battery depletion. It was reported that the device will be changed out as soon as possible and sent back to guidant for analysis.